Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -there was no abnormality on the exterior of the device. -the front panel display disappeared when the insufflation start/stop switch was operated. Omsc checked the device error log and confirmed that the pressure sensor error e03 occurred. Based on the device investigation result and error log information, the reported event was caused by a failure of the pressure sensor mounted on the main board. The exact cause of the failure of the pressure sensor mounted on the main board could not be conclusively determined. However, it may have failed due to aging, because 5 years 2 months have passed since the device was manufactured. The instruction manual provides that the cause of the abnormality that all leds are off is that an error has been detected in the internal circuit of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, when the user turned on the device and pressed the insufflation start/stop switch, the front panel display disappeared. The user replaced the device to another device and completed the intended procedure. There was no report of patient injury associated with the event. This device was used in combination with the olympus mobile workstation wm-np2, video system center otv-s190, and light source clv-s190.